Event description:
Nurse had a 4 channel (gemini pc-4 by alaris) running morphine drip in channel c at 3cc/hr. Channel b was at kvo rate and beeping due to the pre-set volume to be infused (vtbi) being completed. Nurse reset the vtbi on channel b to 50cc. 20 mins later, channel c's rate was noted as being 35 cc/hr. Therefore, it appeared as if the rate had spontaneously changed from 3cc to 35 cc/hr in the morphine channel (channel-c). Due to the many steps required to reset the ms04 - rate (channel c) it seemed unlikely to the nurse that they had made an error. Pt had received 12cc of morphine but was already intubated and on a ventilator. Therefore no harm to pt.